Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issues. The fse replaced the ECG input to front end cable assy, ECG trunk cable and ECG lead wire set to resolve the ECG trigger / signal - difficult to obtain / malfunction and the fse solved the reported problem of autofill failure, eliminated leak on the vacuum quick coupling that connects to the pump. Operational tests performed with a positive outcome. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) had an EKG signal anomaly and the aortic balloon failed to fill. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.